Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted. No cosmetic damage noted.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.